Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, an indigo system aspiration catheter 5 (cat5) was kinked upon removal from the hoop. The damage to the cat5 was noticed prior to use; therefore it was not used in the procedure. The procedure was completed using a new cat5.